Manufacturer narrative:
Pod was received not deployed. Both the adhesive lining and the needle protective cap were intact. The slide insert was not visible in the window, further indicating that the needle mechanism did not deploy. Needle protective cap needs to be removed in order for cannula to deploy. As this was not the case, the cannula is in the appropriate state for this situation - not deployed. According to downloaded data, pod was in pod state 14 and delivered 0 pulses, while counting 255 first prime pulses. This indicates that the device never reached the second priming sequence, which is crucial for needle deployment to occur. The above findings indicate that the pod was filled but did not complete the activation process due to not being paired with a pdm within the allotted time.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.